Manufacturer narrative:
The hillrom technician found the left head caster not holding in brake and needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all affinity 4® bed components are functioning as originally designed. Make sure the brake is not set. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician supplied customer with p/n 450846648. Based on this information, the left head caster was replaced to resolve the alleged problem. Based on this information no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brake not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).